Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (value not provided). Reportedly, the cause was the customer's body was not responding well to the constant changing basal rates by the pump's control iq feature; however, control iq was functioning as intended. Reportedly, customer required intervention from emergency services to treat low bg. Tandem technical support made multiple attempts to follow up with the customer, however, no response was received.